Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was not returned to zoll medical corporation. Based on the engineering investigation review, no new evidence was found post the data file review. Based on customer report related to no power up, the investigation is closed as unaddressed /advisory message. As the error occurred from (B)(6) 2024 until (B)(6) 2025, the device recognized a low battery condition (battery below capacity threshold). No trend related to similar reports.